Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had migrated and was possibly perforating the wall of the uterus/the left coil was half way out of my tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), hydrosalpinx ("left hydrosalpinx") and bipolar disorder ("bipolar disorder/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder") in a 29-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's past medical history included uterine dilation and curettage (presents 6 weeks after positive pregnancy test) in (B)(6) 2013, pregnancy on (B)(6) 2013, migraine, headache and pelvic inflammatory disease. Concurrent conditions included ovarian cyst. Concomitant products included hydrocodone for pelvic inflammatory disease, morphine sulfate (morphin) for pelvic pain, alprazolam (xanax) and fluoxetine hydrochloride (prozac) for post-traumatic stress disorder as well as aldioxa (ascomp) since (B)(6) 2014, colecalciferol (vitamin d3) from (B)(6) 2013, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2013, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2016, diclofenac from (B)(6) 2013, duloxetine hydrochloride (cymbalta) from (B)(6) 2013, gabapentin since (B)(6) 2013, medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, melatonin since (B)(6) 2013, pramipexole dihydrochloride (mirapex) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) since (B)(6) 2013, propranolol since (B)(6) 2013, trazodone hydrochloride (trazodon hexal) since (B)(6) 2013 and zonisamide since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("abnormally severe menstrual pain, even when not menstruating/pain"), abdominal pain ("abdominal cramping"), abdominal pain lower ("severe, lower abdominal pain, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), arthralgia ("severe, hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), headache ("worsening of her headaches/migraine/headache"), migraine ("worsening of her migraines/migraine/headache"), vaginal discharge ("vaginal discharge/vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), mood swings ("mood swings/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder"), depression ("depression/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced rash ("rashes/rashes or skin conditions type: rashes and itching"), erythema ("skin redness"), pruritus ("itching/rashes or skin conditions type: rashes and itching"), allergy to metals ("allergy to nickel/nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis in her uterus"). On (B)(6) 2014, 7 months 27 days after insertion of essure, the patient experienced uterine prolapse ("uterine descent/prolapse to the ischial spines"). In 2014, the patient experienced coital bleeding ("bleeding with intercourse"). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), abdominal distension ("severe bloating"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), cervicitis ("mid chronic cervicitis"), cervical cyst ("nabothian cyst"), leiomyoma ("microscopic leiomyoma") and adnexa uteri cyst ("left paratubal cyst"). The patient was treated with ibuprofen (motrin), miconazole nitrate (monistat), fluconazole (diflucan), lamotrigine (lamictal), vicodin (norco), panadeine co (tylenol w/codeine no. 3), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal distension, fungal infection, vaginal infection, post-traumatic stress disorder and adenomyosis outcome was unknown, the pelvic inflammatory disease, hydrosalpinx, bipolar disorder, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, mood swings, headache, migraine, vaginal discharge, dyspareunia, rash, erythema, pruritus, fatigue, allergy to metals, depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine prolapse, coital bleeding, cervicitis, cervical cyst, leiomyoma, adnexa uteri cyst and alopecia had resolved and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bipolar disorder, cervical cyst, cervicitis, coital bleeding, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, fungal infection, headache, hydrosalpinx, leiomyoma, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pruritus, rash, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013, she sought out for treatment of her severe pelvic and abdominal pain. More specifically, despite treatment, symptoms did not improve and, as a result, on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were removed. On (B)(6) 2014, she had to undergo an additional surgery to have her ovaries removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Right coil placement: 7 visible coils, left coil placement: 10 visible coils diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive . In (B)(6) 2014 an ultrasound was ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus, and that the micro-insert had caused adenomyosis in uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge, bipolar disorder, bipolar disorder. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "uterine descent/prolapse to the ischial spines, pelvic inflammatory disease, bleeding with intercourse, mid chronic cervicitis, nabothian cyst, microscopic leiomyoma, left hydrosalpinx, left paratubal cyst , hair loss" were added. Lot number was added. Outcome of the events added as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had migrated and was possibly perforating the wall of the uterus/the left coil was half way out of my tube") and bipolar disorder ("bipolar disorder/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's past medical history included uterine dilation and curettage (presents 6 weeks after positive pregnancy test) in (B)(6) 2013, pregnancy on (B)(6) 2013, migraine, headache and pelvic inflammatory disease. Concurrent conditions included ovarian cyst. Concomitant products included hydrocodone for pelvic inflammatory disease, morphine sulfate (morphin) for pelvic pain, alprazolam (xanax) and fluoxetine hydrochloride (prozac) for post-traumatic stress disorder as well as aldioxa (ascomp) since (B)(6) 2014, "cholecalciferol" (vitamin d3) from (B)(6) 2013 to (B)(6) 2013, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2013, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2016, diclofenac from (B)(6) 2013 to (B)(6) 2013, duloxetine hydrochloride (cymbalta) from (B)(6) 2013 to (B)(6) 2013, gabapentin since (B)(6) 2013, medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, melatonin since (B)(6) 2013, pramipexole dihydrochloride (mirapex) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) since (B)(6) 2013, propranolol since (B)(6) 2013, trazodone hydrochloride ("trazodone" hexal) since (B)(6) 2013 and zonisamide since (B)(6) 2013. In 2013, the patient experienced mood swings ("mood swings/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder"), erythema ("skin redness") and pruritus ("itching/rashes or skin conditions type: rashes and itching"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("abnormally severe menstrual pain, even when not menstruating/pain"), headache ("worsening of her headaches/migraine/headache"), migraine ("worsening of her migraines/migraine/headache"), vaginal discharge ("vaginal discharge/vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced rash ("rashes/rashes or skin conditions type: rashes and itching") and allergy to metals ("allergy to nickel/nickel allergy"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis in her uterus"). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced abdominal pain ("abdominal cramping"), abdominal pain lower ("severe, lower abdominal pain, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), arthralgia ("severe, hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), abdominal distension ("severe bloating"), fungal infection ("chronic yeast infections") and vaginal infection ("chronic vaginal infections"). The patient was treated with ibuprofen (motrin), miconazole nitrate (monistat), fluconazole (diflucan), lamotrigine (lamictal), vicodin (norco), panadeine co (tylenol w/codeine no. 3) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, arthralgia, abdominal distension, fungal infection, vaginal infection, erythema, post-traumatic stress disorder and adenomyosis outcome was unknown, the bipolar disorder, abdominal pain lower, mood swings, headache, migraine, vaginal discharge, dyspareunia, rash, pruritus, fatigue, allergy to metals, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the pelvic pain, abdominal pain, back pain and uterine pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, post-traumatic stress disorder, pruritus, rash, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013, she sought out for treatment of her severe pelvic and abdominal pain. More specifically, despite treatment, symptoms did not improve and, as a result, on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were removed. On (B)(6) 2014, she had to undergo an additional surgery to have her ovaries removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Right coil placement: 7 visible coils, left coil placement: 10 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. In (B)(6) 2014 an ultrasound was ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus, and that the micro-insert had caused adenomyosis in uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge, bipolar disorder, bipolar disorder. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. Events per pfs: abnormal vaginal bleeding, menorrhagia, dysmenorrhea, patient did not undergo essure confirmation test were added. Patient's medical history was added. Concomitant medications added. Outcome of the events updated. On 1-mar-2018: medical records received. Patient's medical history, laboratory data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had migrated and was possibly perforating the wall of the uterus/the left coil was half way out of my tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), hydrosalpinx ("left hydrosalpinx") and bipolar disorder ("bipolar disorder/ psychological or psychiatric problems condition: mood swings/depression/bipolar disorder") in a 29-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's past medical history included uterine dilation and curettage (presents 6 weeks after positive pregnancy test) in (B)(6) 2013, pregnancy on (B)(6) 2013, migraine, headache and pelvic inflammatory disease. Concurrent conditions included ovarian cyst. Concomitant products included hydrocodone for pelvic inflammatory disease, morphine sulfate (morphin) for pelvic pain, alprazolam (xanax) and fluoxetine hydrochloride (prozac) for post-traumatic stress disorder as well as aldioxa (ascomp) since (B)(6) 2014, colecalciferol (vitamin d3) from (B)(6) 2013 to (B)(6) 2013, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2013, cyclobenzaprine from (B)(6) 2013 to (B)(6) 2016, diclofenac from (B)(6) 2013 to (B)(6) 2013, duloxetine hydrochloride (cymbalta) from (B)(6) 2013 to (B)(6) 2013, gabapentin since (B)(6) 2013, medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, melatonin since (B)(6) 2013, pramipexole dihydrochloride (mirapex) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica) since (B)(6) 2013, propranolol since (B)(6) 2013, trazodone hydrochloride (trazodon hexal) since (B)(6) 2013 and zonisamide since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("abnormally severe menstrual pain, even when not menstruating/pain"), abdominal pain ("abdominal cramping"), abdominal pain lower ("severe, lower abdominal pain, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), arthralgia ("severe, hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), headache ("worsening of her headaches/migraine/headache"), migraine ("worsening of her migraines/migraine/ headache"), vaginal discharge ("vaginal discharge/vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant), mood swings ("mood swings/psychological or psychiatric problems condition: mood swings/depression/bipolar disorder"), depression ("depression/ psychological or psychiatric problems condition: mood swings/depression/bipolar disorder") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced rash ("rashes/rashes or skin conditions type: rashes and itching"), erythema ("skin redness"), pruritus ("itching/rashes or skin conditions type: rashes and itching"), allergy to metals ("allergy to nickel/nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis in her uterus"). On (B)(6) 2014, 7 months 27 days after insertion of essure, the patient experienced uterine prolapse ("uterine descent/prolapse to the ischial spines"). In 2014, the patient experienced coital bleeding ("bleeding with intercourse"). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), abdominal distension ("severe bloating"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), cervicitis ("mid chronic cervicitis"), cervical cyst ("nabothian cyst"), leiomyoma ("microscopic leiomyoma") and adnexa uteri cyst ("left paratubal cyst"). The patient was treated with ibuprofen (motrin), miconazole nitrate (monistat), fluconazole (diflucan), lamotrigine (lamictal), vicodin (norco), panadeine co (tylenol w/codeine no. 3), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal distension, fungal infection, vaginal infection, post-traumatic stress disorder and adenomyosis outcome was unknown, the pelvic inflammatory disease, hydrosalpinx, bipolar disorder, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, mood swings, headache, migraine, vaginal discharge, dyspareunia, rash, erythema, pruritus, fatigue, allergy to metals, depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine prolapse, coital bleeding, cervicitis, cervical cyst, leiomyoma, adnexa uteri cyst and alopecia had resolved and the pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bipolar disorder, cervical cyst, cervicitis, coital bleeding, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, fungal infection, headache, hydrosalpinx, leiomyoma, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pruritus, rash, uterine pain, uterine perforation, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013, she sought out for treatment of her severe pelvic and abdominal pain. More specifically, despite treatment, symptoms did not improve and, as a result, on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were removed. On (B)(6) 2014, she had to undergo an additional surgery to have her ovaries removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Right coil placement: 7 visible coils, left coil placement: 10 visible coils diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. In (B)(6) 2014 an ultrasound was ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus, and that the micro-insert had caused adenomyosis in uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge, bipolar disorder, bipolar disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had migrated and was possibly perforating the wall of the uterus") and bipolar disorder ("bipolar disorder") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis in her uterus"). In (B)(6) 2014, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), pelvic pain ("severe pelvic pain, even when not menstruating"), abdominal pain ("abdominal cramping"), abdominal pain lower ("severe, lower abdominal pain, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), arthralgia ("severe, hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), mood swings ("mood swings"), abdominal distension ("severe bloating"), headache ("worsening of her headaches"), migraine ("worsening of her migraines"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), erythema ("skin redness"), pruritus ("itching"), fatigue ("chronic fatigue") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, bipolar disorder, dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, mood swings, abdominal distension, headache, migraine, fungal infection, vaginal infection, vaginal discharge, dyspareunia, rash, erythema, pruritus, fatigue, allergy to metals, depression, anxiety, post-traumatic stress disorder and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, fungal infection, headache, migraine, mood swings, pelvic pain, post-traumatic stress disorder, pruritus, rash, uterine pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013, she sought out for treatment of her severe pelvic and abdominal pain. More specifically, despite treatment, symptoms did not improve and, as a result, on (B)(6) 2014, underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were removed. On (B)(6) 2014, she had to undergo an additional surgery to have her ovaries removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: in (B)(6) 2014 an ultrasound was ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus, and that the micro-insert had caused adenomyosis in uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.